Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a hypoglycemic event, resulting in seizure that occurred on (B)(6) 2015. Patient's mother reported that the patient's reported event took place while studying abroad in (B)(6). Patient was in dorm when she saw low alert on continuous glucose monitor (cgm). Patient went to treat low blood glucose with juice. Patient went into a common area where roommate was. Patient handed roommate cgm and sat down. As soon as patient sat down, she went into a full grand mal seizure. Roommate gave patient a glucagon shot. Roommate called for a taxi to take them to the hospital. Patient was given intravenous (IV) glucose and was kept for approximately 6 hours before being released. Patient was released same day with no after care instructions. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hypoglycemia, resulting in seizure.